Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv pacing lead was beyond the expected upper range, the unexpected delivery of a ventricular tachyarrthymia therapy and the criteria for the rv lead integrity alert were met. It was noted there were 1809 ventricular sics since last session 3.3 hours ago, 18 inappropriate shocks delivered on (B)(6) 2016 due to non-physiologic oversensing and 22 episodes with v-v intervals <(><<)> 220 ms on (B)(6) 2016. The analyst added the rv pace impedance was steady at approximately 424 ohms through (B)(6) 2016, then rose out of range by (B)(6) 2016 and the lead failure predictor triggered on (B)(6) 2016 for ventricular sics and non-sustained tachycardia episodes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy and experienced pain from the inappropriate therapy. It was noted the right ventricular (rv) lead exhibited oversensing at the p sensed wave in the ventricle and double counts, along with oversensing of noise due to a possible lead fracture and high pacing impedance measurements. The ventricular tachycardia (vt) detection was reprogrammed off and the alerts were turned off. The rv lead remains in-situ. It was also noted the right atrial (ra) lead exhibited high pacing impedance and the ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.